Event description:
During a cystourethroscopy, the surgeon using utilizing a cold knife attachment and went to deploy the trigger on the device to make the appropriate cut, the trigger did not engage and a continued attempt proved to continue the disengagement of the device trigger. The surgeon removed the scope and visualized that the cold knife's metal tube was outside the rubber sheath of the device. The surgeon detached the cold knife and utilized a new one. Small fragments of metal were retained in pt which were easily irrigated out. No harm to pt was reported.